Event description:
A customer contacted beckman coulter (bec) reporting that there was a leak at the manual probe of the coulter lh 780 hematology analyzer after shutdown. The leak was not contained within the instrument and it was observed that several drops of clear and blue colored fluid had leaked onto the outer body of the instrument. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No death or injury is attributed to this event and there was no change to patient treatment. No erroneous results were generated as the instrument was in shutdown when the leak occurred.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse confirmed that the manual probe drips post shutdown. The fse replaced the check valve (cv34) at the feed-thru fitting, which resolved the issue. The fse contacted the customer on (B)(4) 2013 and confirmed that the aspiration pump vent had failed due to the plugged check valve. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).